Event description:
This case was reported by a lawyer via a legal claim and described the occurence of nerve injury in a (B)(6) male pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. Approx 20 years prior to reporting, the pt received dentures. On an unk date, the pt used super poligrip and fixodent. On an unk date, the pt experienced "profound and permanent neurological and other injuries attributable to his super poligrip and fixodent use." According to the claim, the pt's injuries were severe and permanent and had left the pt unable to perform her normal, customary, and daily activities. Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product was available. (B)(4).